Manufacturer narrative:
Evaluation summary one device were received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned products did not meet specification as received. Visual inspection found the hook was slightly bent and did not lay flat beside the jaws. The hub was broken. Two pieces were broken off. The pieces were returned. The reported condition was confirmed. The hook may have been bent during cleaning or use. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) states, do not bend the instrument shaft. An additional failure was found during the investigation; the hub was broken. The additional findings did not contribute to the reported condition. This is indicative of the shaft being flexed too far. The investigation could not determine the root cause of the customer's report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the hook device was protruding after four hours of use. They completed the procedure with the same device. There is no patient injury.